Manufacturer narrative:
(B)(4). A customer alleged generating clinically unexpected low (B)(4) titer results for one patient sample when tested with the cobas taqman hiv-1 test, version 2.0 for use with the high pure system, when evaluated against various other clinical results. Elevated levels of (B)(6) cell count generally correlate with a high viral titer. In this case, the viral titer generated with the ctm hiv test version 2.0 was either very low or not detected when tested multiple times. Patient sample was requested for investigative testing but was unavailable. Retain kit lot testing was performed and met specification. There is no indication of a product non-conformance. Internal medical experts indicated it is possible that the patient in question could be an "elite suppressor", which is someone who naturally suppresses viral load. However, the patient had a low cd4+ cell count. Poor correlation between antibody, antigen and cd4+ cell count results with viral load results for this patient do not strongly indicate status as an elite suppressor; however, it remains a possibility. Alternative possibilities for the unexpectedly low viral titer results are primer/probe mismatches that affected the amplification and/or detection of the target or issues during sample / assay processing. Without having the sample available for further investigation, it is not possible to definitively determine the cause of the results discrepancy. (B)(4).

Event description:
A customer in peru filed a complaint alleging that titer results produced for an (B)(6) patient using the cobas taqman (ctm) hiv-1 test, version 2.0 for use with the high pure system were lower than expected and did not match other clinical results. A titer of (B)(6) was generated with the ctm hiv-1 test on (B)(6) 2012. Treatment using unknown medication was started after the (B)(6) 2012 ctm hiv-1 test was performed. Blood from a second draw was tested using the ctm hiv- test on (B)(6) 2012, generating a result of (B)(4). A 1:100 dilution of this sample was tested on (B)(6) 2013 and generated a result of target not detected. The following are other test results obtained for the patient: the cobas elecsys hiv combi test result was : (B)(6) 2012. Western blot: (B)(6) 2012. Immunoblot: (B)(6) 2012. (B)(6) to the 2 characteristic bands of (B)(6) - date unknown. The associated u.s. Product is (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).